Event description:
Same case as MDR ID 2134265-2013-03760, MDR ID 2134265-2013-03761. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. The physician used an ilab instl basic system 100 with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel but unable to perform automatic pullback. Manual pullback was not attempted. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no patient complications were reported and patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03760, MDR ID 2134265-2013-03761. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. The physician used an ilab instl basic system 100 with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel but unable to perform automatic pullback. Manual pullback was not attempted. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation in good condition with no visible damage or defects observed. Functional testing revealed that the device did not meet specification. Moving the lemo cable slowly caused the image to became dark intermittently revealing a failure of the lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is unable to be confirmed. (B)(4).